Event description:
Procedure type: lap gastric bypass. Pt: height 65 inches, (bmi 51.9). According to the reporter: the pt underwent a lap gastric bypass cholecystectomy and liver biopsy in 2007. No staple reinforcement material used. No leak was detected, and no blood loss during operation. Post-operatively (two days later), the pt had bloody bowel movement. Bleeding was observed at the j-j anastomosis and treated with ferrous sulfate, d/c lovenox, IV bolus and pt monitoring. No transfusion was necessary. No anastomotic leak, no stricture, no infection, no re-operation was needed. Pt was discharged from hospital on the following month. On a month later, an egd with dilatation was performed to the pt (indications: gastrojejunostomy anastomosis stricture, ulcer). The pt expired on seven months later, and the medical examiner and family did not believe autopsy was necessary. The me suspects pulmonary embolism or heart attract and the surgeon added that the pt's death was not related to the device or the procedure.